Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa8281v01 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the third of three reports. Refer to 9611594-2019-00237 for the first report. Refer to 9611594-2019-00238 for the second report. It was reported that during the emergency resuscitation of a patient in the emergency room, the tube was found to have a cuff leak. There was no harm to the patient, as ventilation was successful throughout. Additional information has been requested but not yet received.